Event description:
The customer reported that the nurse walked into the patient's room and found pt in asystole. The nurse noticed that the alarms were off. The pt was revived, but expired two days later.